Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. B66022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included herpes nos since (B)(6) 2015. Concomitant products included alprazolam (xanax) since 2014 and sertraline (zoloft) since 2011 for anxiety and depression as well as valaciclovir hydrochloride (valtrex). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes: hot flashes"). In 2014, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced menorrhagia ("painful heavy periods/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti") and vaginal discharge ("vaginal discharge,"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems: brain fog,"). In 2016, the patient experienced rash ("skin rash/allergic or hypersensitivity reaction: skin rash,"), abdominal distension ("excessive bloating/gastrointestinal or digestive system condition: bloating") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy periods"), allergy to metals ("nickel allergy,"), arthralgia ("joint pain"), abdominal pain ("abdomen pain"), incontinence ("incontinence "), back pain ("lower back pain") and night sweats ("night sweat"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, dysmenorrhoea, menorrhagia, vaginal haemorrhage, fatigue, hot flush, migraine, headache, feeling abnormal, allergy to metals, vaginal discharge, arthralgia, abdominal pain and night sweats outcome was unknown, the rash, dyspareunia, urinary tract infection and back pain had resolved and the incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, incontinence, menorrhagia, migraine, night sweats, pelvic pain, rash, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: retain the device or any portion of it . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received , patient demographic ,lab data ,concomitant product ,new event abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, bladder or urinary problems or changes, fatigue, hormonal changes: hot flashes, infection (bladder/ urinary tract/vaginal): uti , neurological conditions or problems: brain fog, nickel allergy, vaginal discharge, joint pain, abdomen pain and incontinence were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. B66022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included herpes nos since (B)(6) 2015. Concomitant products included alprazolam (xanax) since 2014 and sertraline (zoloft) since 2011 for anxiety and depression as well as valaciclovir hydrochloride (valtrex). In 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes: hot flashes"), migraine ("migraines"), headache ("headaches"), arthralgia ("joint pain"), abdominal pain ("abdomen pain"), back pain ("lower back pain") and night sweats ("night sweat"). In (B)(6) 2015, the patient experienced menorrhagia ("painful heavy periods/ menorrhagia/ irregular heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti") and vaginal discharge ("vaginal discharge,"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems: brain fog,"). In 2016, the patient experienced dermatitis allergic ("skin rash/allergic or hypersensitivity reaction: skin rash, mainly on the arms"), abdominal distension ("excessive bloating/gastrointestinal or digestive system condition: bloating"), fatigue ("fatigue") and incontinence ("incontinence/ bladder or urinary problems or changes"). On an unknown date, the patient experienced dysmenorrhoea ("painful heavy periods") and allergy to metals ("nickel allergy,"). The patient was treated with antibiotics, ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, dysmenorrhoea, vaginal haemorrhage, fatigue, hot flush, migraine, headache, feeling abnormal, allergy to metals, vaginal discharge, arthralgia and night sweats outcome was unknown, the dermatitis allergic, dyspareunia, menorrhagia, urinary tract infection and back pain had resolved, the abdominal pain was resolving and the incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, incontinence, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: retain the device or any portion of it diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received- outcome of abdomen pain updated to recovering / resolving, outcome of menorrhagia updated to recovered / resolved.treatment medication, incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. B66022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included herpes nos since (B)(6) 2015. Concomitant products included alprazolam (xanax) since 2014 and sertraline (zoloft) since 2011 for anxiety and depression as well as valaciclovir hydrochloride (valtrex). In 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hormonal changes: hot flashes"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced menorrhagia ("painful heavy periods/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti") and vaginal discharge ("vaginal discharge,"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems: brain fog,"). In 2016, the patient experienced dermatitis allergic ("skin rash/allergic or hypersensitivity reaction: skin rash,"), abdominal distension ("excessive bloating/gastrointestinal or digestive system condition: bloating") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy periods"), allergy to metals ("nickel allergy,"), arthralgia ("joint pain"), abdominal pain ("abdomen pain"), incontinence ("incontinence "), back pain ("lower back pain") and night sweats ("night sweat"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, dysmenorrhoea, menorrhagia, vaginal haemorrhage, fatigue, hot flush, migraine, headache, feeling abnormal, allergy to metals, vaginal discharge, arthralgia, abdominal pain and night sweats outcome was unknown, the dermatitis allergic, dyspareunia, urinary tract infection and back pain had resolved and the incontinence had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, incontinence, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: retain the device or any portion of it . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal distension ("excessive bloating"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful heavy periods") and menorrhagia ("painful heavy periods"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, abdominal distension, dyspareunia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.